Event description:
It was reported that during an unknown procedure, the end of the device snapped off. Another device was used to complete a case. There was no patient consequence.

Manufacturer narrative:
Broken blade evaluation summary: the analysis results found that the device was returned with the distal tip of the blade broken off and missing. No damages were noted on the remainder part of the blade. The identified blade damage may have occurred from external contact during pre-op or general use. Minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure".